Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that the pt fell on ice and consequently his stimulation changed. Although an x-ray did not show lead migration, the pt reported that he felt stimulation lower after the fall. He allegedly required a greater amplitude for his stimulation settings as well. F/u on the pt found that he was reprogrammed and was prescribed add'l medication to help his pain. No further complications have been reported.